Event description:
A user facility returned the olympus, model ltf-s190-10, endoeye flex deflectable videoscope to olympus for repair due to a report of "image abnormality." Upon inspection and testing of the returned device, it was found that the image produced was irregular in color tone (magenta only or green image only) due to breakage of the electronic board and a damaged charge-coupled device. This report is submitted due to irregular color tone (magenta only or green image only). There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the image produced was irregular in color tone (magenta only or green image only) due to breakage of the electronic board and a damaged charge-coupled device. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 24-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit or failure of the internal board of the video connector unit or the system . Olympus will continue to monitor field performance for this device.